Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed motor error during prime fill. Customer's blood glucose was 101 mg/dl. Troubleshooting was performed. The insulin was squirting out during the manual prime process. Customer stated the rewind message occurred after the alarm. Customer stated they are stuck in the rewind complete/bolus delivery loop. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap is protruded and it wasn't pressed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.